Manufacturer narrative:
The insulin pump had missing address/serial number label noted. The insulin pump was received with detached end cap noted. The insulin pump was unable to perform displacement test, rewind test, prime test, basic occlusion test and occlusion test due to detached end cap. The insulin pump was unable to verify prime/fill anomalies due to detached end cap. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin squirt out during priming. Customer's blood glucose was 180 mg/dl. Customer was not able to complete troubleshooting due to not being at home. Customer also reported that the end cap sticker fell off. Customer was advised that insulin pump would need to be replaced.